Event description:
Revision surgery; due to the cup shell dissociating from the stem less than 2 weeks post operation.

Manufacturer narrative:
Manufacturer narrative: the reason for the revision was dissociation of the reverse shoulder prosthesis (rsp) socket shell and rsp humeral stem after two weeks in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. On (B)(6) 2015 part number 508-00-000, lot 848c1921, rsp humeral socket shell, neutral and part number 509-01-03, lot 382p1002, rsp semiconstrained humeral socket insert, 36mm, hxe-plus were returned to (B)(4) for examination. Not explanted but potentially contributing is the rsp size 6 humeral stem, part number 506-00-006, lot 810c1117. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are 139 total prior complaints against the rsp humeral socket, part number 508-00-000. Of these, 20 complaints were for the failure mode of the rsp humeral socket dissociating from the rsp stem (morse taper dissociating). This is the first complaint for the incident lot numbers. The two explanted components were returned, still assembled, to (B)(4) for inspection. The rsp humeral socket insert is found to be in excellent condition, and there is no evidence that this component would have contributed to the dissociation failure mode. The insert is secure in the socket shell with no evidence of toggle/looseness. The interface between the rsp socket shell and the rsp humeral stem is a morse taper. The male taper feature is on the socket shell, and the female taper feature is in the humeral stem. During surgery, the surgeon assembles these two components with the desired alignment, then uses an impactor to provide the necessary force to achieve a secure connection of the morse taper. In this case, the male taper can be inspected but the female taper remains in the patient because the humeral stem was not explanted during the revision. Therefore, the condition of the female taper cannot be determined by this investigation. The male taper on the rsp socket shell shows evidence of significant damage. Deep circumferential scoring can be seen on one side of the taper, approximately 1/3 the way up the taper from the shell face. A small pit can be seen on the opposite side of the taper, approximately 2/3 the way up the taper from the shell face. Aside from this damage, there are also some lighter scratch marks up the taper wall, in an axial direction. The axial scratches are likely from relative motion between the taper features as they were dissociating. So they are a symptom of the dissociation rather than indicative of a cause. Out of all the observed damage, the deep scoring is most indicative of a root cause. Foreign material, such as a bone chip or piece of bone cement caught between the male and female tapers during assembly, can result in the morse taper not locking during impaction. Rotational motion against this foreign material forms the circumferential scoring. As the patient becomes more active in the days and weeks following surgery, the socket shell is eventually subject to an axial force sufficient to disengage the morse taper features completely (dissociation). There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. This investigation is limited in scope because a potentially contributing product, the rsp humeral stem, was not explanted and cannot be examined. Damage to the male taper on the returned rsp socket shell suggests the most likely root cause as foreign material in the morse taper during assembly, which would have prevented the taper from fully locking during impaction. There was no information reported that evidences a material, design, or manufacturing problem with the product.